Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 19966281/19976241.

Event description:
It was reported that the patient had inadequate stimulation and had been unable to achieve better coverage with reprogramming. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded and will not be returned.